Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Stated that his m71 was driving and stopping while he was at a turkey run. His wife had to drag him back to the car because it still would not work. Mr. (B)(6) was only able to provide part of the serial number as the serial number was worn off of the chair. MDR filed.